Event description:
During a remote follow-up, episodes of noise resulting in oversensing and an increase in pacing impedance was observed on the right ventricular (rv) lead. Provocative testing was performed and the lead noise was reproduced. Rv lead damage was alleged but not confirmed. No intervention was performed. The patient was stable and will continue to be monitored.